Manufacturer narrative:
This report is associated with argus case (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed in the us as poligrip.

Event description:
Fall. Loss of balance. Walking difficulties. Surgery. Misuse/ ultra corega flavor free 6 times a day, although this is not recommended on the product label. Case description: this case was reported by a consumer via call center representative and described the occurrence of surgery in a male patient who received double salt dental adhesive cream (ultra corega flavor free) cream (batch number (B)(4), expiry date august 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced surgery, intentional device misuse and product complaint. On an unknown date, the outcome of the surgery, intentional device misuse and product complaint were unknown. It was unknown if the reporter considered the surgery and intentional device misuse to be related to ultra corega flavor free. Additional details, the consumer had been applied ultra corega flavor free 6 times a day, although this was not recommended on the product label. The consumer recently underwent a surgery (did not specified the date) and was resting in bed. The reporter was the consumer's wife. The consumer presented with adhesion problems. This case was linked with (B)(4) - same reporter. The action taken with ultra corega flavor free was unknown. Follow-up information received on 11 january 2017: on an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced fall (serious criteria clinically significant/intervention required), balance difficulty, walking difficulty, surgery, intentional device misuse and product complaint. On an unknown date, the outcome of the fall, balance difficulty, walking difficulty, surgery, intentional device misuse and product complaint were unknown. It was unknown if the reporter considered the fall, balance difficulty, walking difficulty, surgery and intentional device misuse to be related to ultra corega flavor free. Additional information: the consumer experienced a fall due to loss of balance and for this reason, underwent a surgery (did not specify date). Currently, the consumer is discharged from the hospital and does not present any problems walking except for his age.

Manufacturer narrative:
This report is associated with argus (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed in the us as poligrip. Qa results received 23 may 2017: all manufacturing operations were performed following the steps established in the batch card. All packing operations were performed following the steps established in the batch card. From the review of in-process controls for weight control of the knobs content, it is evident that all met the specification. All physicochemical tests for batch release met the specification satisfactorily. From the deviation review, no deviations were recorded associated with the batch number bj7415. From the complaints review, no complaints were recorded associated with the batch number bj7415. The sample of the claim corresponding to the indicated batch number was received. The sample was used and due to this it could not be evaluated. Visual examination of the complaint sample was performed. This claim is classified as not substantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of surgery in a male patient who received double salt dental adhesive cream (ultra corega flavor free) cream (batch number bj7415, expiry date august 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced surgery, intentional device misuse and product complaint. On an unknown date, the outcome of the surgery, intentional device misuse and product complaint were unknown. It was unknown if the reporter considered the surgery and intentional device misuse to be related to ultra corega flavor free. Additional details, the consumer had been applied ultra corega flavor free 6 times a day, although this was not recommended on the product label. The consumer recently underwent a surgery (did not specified the date) and was resting in bed. The reporter was the consumer's wife. The consumer presented with adhesion problems. This case was linked with (B)(4) - same reporter. The action taken with ultra corega flavor free was unknown. Follow-up information received on 11 january 2017: on an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced fall (serious criteria clinically significant/intervention required), balance difficulty, walking difficulty, surgery, intentional device misuse and product complaint. On an unknown date, the outcome of the fall, balance difficulty, walking difficulty, surgery, intentional device misuse and product complaint were unknown. It was unknown if the reporter considered the fall, balance difficulty, walking difficulty, surgery and intentional device misuse to be related to ultra corega flavor free. Additional information: the consumer experienced a fall due to loss of balance and for this reason, underwent a surgery (did not specify date). Currently, the consumer is discharged from the hospital and does not present any problems walking except for his age. Follow up information received 24 may 2017: on may 24th we received the closure of the product complaint: the complaint will be closed as unsubstantiated.